Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the emergency room with multiple indications and was subsequently diagnosed with peritonitis and another indication. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy effluent. The patient was treated with vancomycin and aztreonam (no further details). At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.